Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The device was av ailable for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection noted that there was a burnt in section of the organic light-emitting diode (oled) screen. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. Evaluation also noted that there were abnormalities during retraction following two different adapter connections. It was reported that the instrument was locked on tissue. The reported issue was confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. It was also reported that the knife blade was difficult to retract. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected the condition of data abnormalities, however the cause of the system limits being detected condition could not be reliably determined. The evaluation detected an unreported condition of screen burn-in that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device locked on tissue and after firing, it was difficult to retract the knife blade. It was noted that the adapter did not work, and the reload could not be opened. The procedure was extended by 30 minutes. To resolve the issue, it was resected and re-stapled.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)), sigpshell, sig power sigpshell control shell (lot#: n3m1663y), sigpshell, sig power sigpshell control shell (lot#: n3m1663y), unknown egia su, unknown endo gia sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.